Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large air bubble was observed coming from the distal end filter of an unspecified quantity of clearlink system non-dehp solution sets. The set was used with lipid that was connected to an unspecified baxter pump. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.